Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer were hospitalized due to high blood glucose on unknown date with blood glucose level was 800 mg/dl. Customer was experienced symptoms such as nausea, vomiting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Insulin pump had insulin flow blocked alarm. Customer allege insulin pump was under delivering. Customer was performed high pressure test and displacement verification test and it was passed. Customer was not using auto mode because they did not use sensor. Customer did not want troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.